Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged maceration is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks and met specifications before and after patient placement. Device labeling, available in print and online, states: precautions protect periwound skin: consider use of a skin preparation product to protect periwound skin. Do not allow foam to overlap onto intact skin. Protect fragile / friable perwound skin with additional v.a.c.® drape, hydrocolloid or other transparent film. -multiple layers of v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration. Ensuring dressing integrity : it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active if not: make sure the display screen reads therapy on. If not, press the therapy on/off button. Confirm the clamps are open and the tubing is not kinked. Identify air leaks by listening with a stethoscope or moving your hand around the edges of the dressing while applying light pressure. If you find that the seal is broken and the v.a.c.® drape has become loose, trim away any loose or moist edges, ensure the skin is dry and then apply new drape strips. If a leak source is identified, patch with additional drape to ensure seal integrity. Caution: use as few layers of drape as possible. Multiple layers of the v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration, especially in small wounds, lower extremities or load-bearing areas. If the wound is over a bony prominence or in an area where weight bearing may exert additional pressure or stress to the underlying tissues, a pressure-relief surface or device should be used to optimize patient off-loading. Foot wounds: for wounds on the plantar surface or heel of the foot, it is best to use a bridging technique to ensure that additional pressure is not applied as a consequence of placement of the tubing and/or sensat.r.a.c.¿/t.r.a.c.¿ pad. This involves using the foam to allow placement of the sensat.r.a.c.¿/t.r.a.c.¿ pad or tubing on the dorsum of the foot (consider use of the v.a.c.® granufoam¿ heel dressing). Changes in wound color: if the wound appears white, excessively moist or macerated: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours. Find out why there is a therapy deficit and remedy the situation. The exudate volume should experience a gradual decrease as the extracellular debris is brought to equilibrium. Persistent large volumes of exudate may signal an infection or other complications and should be evaluated by the prescribing clinician. Determined in occult infection is present. Increase pressure settings by 25 mmhg increments if drainage increases. Determine if there is a positional seal leak, which may be preventing effective exudate removal. Evaluate dressing technique. Assess for the need to bridge sensat.r.a.c¿ pad away from the wound. Protect the surrounding tissue with v.a.c.® drape or a hydrocolloid. Isolate wound drainage from periwound skin. Determine inf patient is adequately off-loading or if there is a potential for external pressure on the wound / dressing, which may cause the wound exudate to be forced onto the periwound skin.

Event description:
On (B)(6) 2021, the following information was provided to kci by the patient: on 04-may-2021, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed allegedly due to periwound area being wet under the v.a.c.® drape. The patient has a follow-up appointment scheduled on (B)(6) 2021 and reportedly will undergo a scheduled surgical procedure with possible reapplication of v.a.c.® therapy. On (B)(6) 2021, the following information was provided to kci by the medical records coordinator: the patient allegedly developed maceration and is scheduled to have debridement to resolve the maceration on (B)(6) 2021. On (B)(6) 2021, the following discharged orders were provided to kci by the physician: v.a.c.® therapy was discontinued on (B)(6) 2021. Reason for discharge was noted as other "caused the wound to macerate". On (B)(6) 2021, the device passed quality control procedures and met specifications at the kci service center before placement with the patient. On (B)(6) 2021, the device was placed with the patient. On (B)(6) 2021, the device was tested per quality control procedures in kci quality engineering, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.